Event description:
The account alleged the power cord arced so much that a terminal was completely missing, the power cord plug was arcing and sparking. No injury reported.

Manufacturer narrative:
The technician found a blade on the power cord plug was missing. The technician replaced the power cord to resolve the issue.